Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv2924 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported there are foreign matters on the catheter. No other information was provided.

Event description:
It was reported there are foreign matters on the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material is confirmed; however, the exact cause could not be determined. One 4 fr single lumen groshong clearvue catheter with a flushing hub and stiffening stylet inserted, one 4 fr two-piece groshong nxt connector, two small gauze pads, and one silicone end cap were returned for evaluation. An initial visual observation showed a small amount of use residue on some of the returned samples. One or two small, darkened spots that appeared grey in color were observed on the gauze pads. While some residue was observed on the returned gauze pads, the origin of this residue could not be determined from the returned samples. Therefore, this complaint has been confirmed as cause unknown.